Event description:
A parent came into our clinic for routine child checkup and treatment of nocturnal enuresis. The parents refused to use another nocturnal enuresis alarm because of a prior experience with another brand. They continue to use ddavp tablets (desmopressin acetate). The parents said that last month ((B)(6) 2018), their daughter was asleep with a malem enuresis alarm when in the middle of the night, the alarm burnt their daughter on the part that touched the child's neck. The young child was in pain and suffered from minor burns in her sleep. She was rushed to the hosp for treatment. About two months later, when the dr met with the child, there were small red burn marks on the child's next from the event. Parents have the enuresis alarm or may have returned it. They mentioned that the alarm was in new condition.